Event description:
It was reported that the pump alarmed "no disposable pump wont run". Patient states this has happened 2-3 times before with faulty cassettes. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection revealed the samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. Samples received don't present any damaged, kink, cut that could cause the failure mode reported. Samples were received without blue clip. Functional testing consisted of filling the samples with 100 ml of water and connecting to the pump to observe if there was any unusual function. Samples were fully priming and connected. However, in sample two the pump cannot run due to the no disposable pump won't run alarm that was activated. Sample one and three could be connected and set running without problems. Complaint was confirmed. A corrective and preventative action was opened to investigate the failure mode no disposable alarm. Currently, it's in the solution plan phase.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 27-may-2022 via email and attached to complaint object: patient details updated in complaint. The length of infusion (total programmed volume) was continuous. No further information is available from the customer.